Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: a review of the black box showed a ¿loss of prime¿ warning on (B)(6) 2014. The pump powered on to a hard call service (B)(4) alarm that could not be cleared. The call service (B)(4) failure was written to the black box as a call service (B)(4) failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The complaint of loss of prime could not be investigated due to the call service alarm issue. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored, there were segments missing from the display, the piston cap was missing, and the spring from the battery cap was detached. The display screen was replaced with a test display and the test display was fully functional.